Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 8.7 mmol/l. The customer stated that during a fill tubing attempt, no drop was visible at the end of tubing, but it appeared that insulin was squirting from tubing. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to perform occlusion, prime and the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.